Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent vaginal repair/mesh excision on (B)(6) 2008 due to erosion. It was reported that the patient underwent mesh revision on (B)(6) 2009 concurrently with vaginal hysterectomy and a&p repair due to vaginal prolapse and dyspareunia. It was reported that the patient underwent lysis of vaginal adhesions and posterior vaginal repair on (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, cystocele, defect of fascia, recotocele, entrocele and uretrovaginal.